Event description:
Allegedly, patient was revised due to pain and metallosis. Additional information: right hip.

Manufacturer narrative:
Additional information for this event was received on 01/14/2021 from legal. Updated product ID's and lot numbers and initial reporter information. All previous investigation remains valid.

Event description:
Allegedly, patient was revised due to pain and metallosis. Additional information: right hip additional information received on (B)(6) 2021 from debby daurer: product ID's and lot numbers, revision facility information.